Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus france, there was the possibility that the reported phenomenon was attributed to the failure of the power supply unit due to the aging deterioration of the power supply unit parts due to repeatedly use for a long-term use because more than 7 years had passed from the subject device had been manufactured.

Manufacturer narrative:
The evaluation of the device confirmed that followings; the rear panel was cracked and partly sharp. The exterior of the fan was damaged and there was a hole. There was dust in the device. The xenon lamp was a non olympus lamp. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A user reported the power failure of the device. After the failure was reported, olympus inspected the device at the service department of olympus (B)(4) and found the defect of the power supply unit. Reportedly, the device turned off intermittently or did not turn on. There was no report of patient injury associated with this event.